Manufacturer narrative:
A batch record review of lot d301 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. Trends were reviewed for complaint categories, photoactivation module leak, alarm #16: collect pressure, and alarm #17: return pressure. No trends were detected for these complaint categories. A corrective and preventive action was initiated for complaint categories, photoactivation module leak, alarm #16: collect pressure, and alarm #17: return pressure. These capas are now closed. The assessment is based on information available at the time of the investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process. Meddra codes: lt-device malfunction - (B)(4). Kit unique device identifier: (B)(4). (B)(4). Not returned.

Event description:
The customer reported that he observed an unusual amount of air in the treatment bag. The customer stated that no alarms had occurred during prime or during the treatment. No leaks were reported. The customer proceeded with the treatment. The customer called back a short time later and reported that the treatment had been completed; and the patient had left. The patient was reported to be in stable condition. The customer stated that as he was removing the kit from the instrument, he found two or three drops of blood in the photoactivation chamber. The customer reported that he had examined the photoactivation module very carefully and did not find any area of the module that appeared to be leaking. The customer then reported that there had been a few collect pressure and return pressure alarms during the treatment. No service order was generated. The customer declined to return the kit for evaluation.